Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the product is difficult to use and the glue is runny.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Without samples a proper analysis cannot be done. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.